Manufacturer narrative:
The product sample was not received for evaluation. Please be advised that without the product sample co is unable to determine the cause for the drain was not draining properly. An analysis of reported similar incidents demonstrate that this is the first time that this has been reported. If facility should continue to experience that these drains are not draining properly, please forward the actual sample so further investigation can be performed.

Event description:
Account states the drain was not draining properly prior to the pt leaving the or. Drain was removed several hours later in the pt room.